Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee loose tibia revision due to pain and instability. Doi: (B)(6) 2015, dor: (B)(6) 2022, unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this complaint was not received for examination. The photo investigation cannot confirm the reported allegation, the x-rays and photographs provided does not represent the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the photo investigation could not retrieve the required lot code from the evidence provided.